Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The hospital retained the device after it was explanted, and it is not expected to be returned for analysis. If additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating that this device was explanted due to code 1003 indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.